Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also stated that the insulin pump alarmed battery out limit during normal device use for the past 2 days. The customer's blood glucose was 430 mg/dl. He was advised to clear the alrm with the esc and act buttons. He was advised that a replacement battery cap would be sent and to monitor the insulin pump. He was advised to revert to a back-up plan if the alarm recurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.